Event description:
Healthcare professional reported left side "poss leak." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior and crack valve. Based on the device analysis the final assessment is one striated opening assessed as surgical damage consistent in the use of some surgical tool and a cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "poss leak." Device has been explanted.